Manufacturer narrative:
(B)(4). Concomitant medical products: epoly 36mm rlc lnr mrom sz24, pn ep-105994 ln 04200. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05482. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent an I&d with iliopsoas release. Infection attributed to injection and dental cleaning. Head and liner revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number (B)(4), lot number 378780, item name epoly 36mm rlc lnr mrom sz24. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. According to op notes, the root cause of infection can be attributed to injection or dental cleaning. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.